Manufacturer narrative:
The device was not received for evaluation, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. The event happened during patient infusion at the 3b medical surgical unit. There was no known patient injury, or medical intervention associated with this event. No additional information is available.